Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
Reporter alleged that during a procedure for an inguinal hernia repair on the 1 june 2026 there was an unrecoverable alarm and a backup console was provided and the surgery proceeded without interuption. .the reporter confirmed there was no clinically significant delay, and no patient impact was reported. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.